Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 54 mg/dl at the time of incident. Customer's other blood glucose were 114, 118, 96, 169, 199 mg/dl. Customer treated with food. Troubleshooting was performed for low blood glucose level. The product will not be returned for analysis.